Manufacturer narrative:
(B)(4).

Event description:
It was reported a couple days after a new generator was implanted, several non-sustained oversensing episodes and three non-sustained ventricular fibrillation episodes were observed as lead noise. It is suspected the cause of noise is potential lead damage. It is recommended to reproduce noise with isometrics, pocket stimulation and push around the header. The device therapies were turned off. The patient condition is good.